Event description:
It was reported that the patient connector on the transfer set could not be connected with the titanium adaptor. The caller stated there was a gap between the patient connector and the titanium adaptor. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and an evaluation was performed to investigate the reported connection issue. A review of all batch record documents was performed for lot number 31148 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with no abnormalities noted. The connection test and dimensional inspection were performed, and all specifications were met. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.